Event description:
It was reported that the patient experienced unspecified issue with a male sling system. Ams 800 artificial urinary sphincter was implanted. Additional information received state that the sling was advance and the patient was wanted to upgrade from the sling.